Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the cubie was failed and user was unable to recover. A field service engineer provided phone support to the customer and guided them through troubleshooting steps to clear the error. The customer reported a tablet stuck in the mechanism and successfully removed it. After removal, the issue was resolved. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, north strand pyxis gsscfsepx2 protonix cubie failed. Nurse unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.